Event description:
The customer received questionable high carcinoembryonic antigen (cea) results for samples from patients that were normal by other physiologic checks including CT. The patient samples were sent to be tested on a centaur analyzer at another laboratory. Of the data provided for 20 patient samples, the results for 13 were discrepant. No unit of measure was provided. Patient sample 1: initial plasma result: 4.68; initial serum result 4.59. Centaur plasma result 2.94; centaur serum result 2.83. Patient sample 2: initial plasma result: 1.25; initial serum result 1.3. Centaur plasma result 0.69; centaur serum result 0.71. Patient sample 3: initial plasma result: 1.85; initial serum result 2.07. Centaur plasma result 1.38; centaur serum result 1.3. Patient sample 4: initial plasma result: 4.99; initial serum result 5.48. Centaur plasma result 3.17; centaur serum result 3.06. Patient sample 5: initial plasma result: 3.42; initial serum result 3.75. Centaur plasma result 2.49; centaur serum result 2.67. Patient sample 6: initial plasma result: 82.31; initial serum result 84.51. Centaur plasma result 57.82; centaur serum result 56.14. Patient sample 7: initial plasma result: 1.1; initial serum result 1.13. Centaur plasma result <0.5; centaur serum result <0.5. Patient sample 8: initial plasma result: 7.33; initial serum result 7.62. Centaur plasma result 3.06; centaur serum result 3.16. Patient sample 9: initial plasma result: 169.1; initial serum result 157. Centaur plasma result 30.54; centaur serum result 29.5. Patient sample 10: initial plasma result: 9.88; initial serum result 10.32. Centaur plasma result 6.45; centaur serum result 6.23. Patient sample 11: initial plasma result: 6.79; initial serum result 6.58. Centaur plasma result 4.33; centaur serum result 4. Patient sample 12: initial plasma result: 8.84; initial serum result 8.71. Centaur plasma result 5.99; centaur serum result 5.66. Patient sample 13: initial plasma result: 5.85; initial serum result 5.81. Centaur plasma result 3.17; centaur serum result 2.94. It was unclear which result was reported outside the laboratory. No information was provided to determine if any patients were adversely affected. The roche analyzer involved was not provided. Clarification has been requested.

Manufacturer narrative:
Additional information was received documenting that the device involved was a cobas e601 analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). Other text : na.

Manufacturer narrative:
Additional information was received documenting that the unit of measure was ng/ml.

Manufacturer narrative:
Additional information was received confirming the repeat methodology was immulite, not centaur. The roche cea assay is not to be used as a screening assay and should be used for monitoring of cea levels. It was also noted, the results were all around the 95% percentile limit for the assay and the differences were small. The 95% percentile limit from which the customer makes their decision is not to be used as a decision limit. Different populations were used for immulite and elecsys. No adverse event was reported.